Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the phaco handpiece "went down." It was reported that the handpiece was clogged, but when the customer reevaluated the handpiece it was clear. Additional information has been requested. This is the second of four reports.